Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery and implantation of the light adjustable lens (lal) on (B)(6) 2024, a capsule tear was observed after lal delivery, and the lal was in the vitreous. The physician chose to leave the lal in place and referred the patient to a retinal specialist. On (B)(6) 2024, a secondary procedure was performed, and the lal was repositioned in the sulcus.